Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc221850e0. Model: sc-2218-50e. Serial: (B)(6). Batch: 7150128.

Event description:
It was reported that the patient experienced neck pain and headache. The physician determined that the headache was due to cerebrospinal fluid (csf) leakage during the trial procedure when advancing the needle and the patient moving on the table. The patient was administered medication for the dural puncture. The patient underwent a lead pull procedure, and the symptoms resolved. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Correction to initial emdr in blocks f10, g3 and h6. Block g3 should have been 12sep2024. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc221850e0 model: sc-2218-50e serial: (B)(6). Batch: 7150128 UDI (B)(4).

Event description:
It was reported that the patient experienced neck pain and headache. The physician determined that the headache was due to cerebrospinal fluid (csf) leakage during the trial procedure when advancing the needle and the patient moving on the table. The patient was administered medication for the dural puncture. The patient underwent a lead pull procedure, and the symptoms resolved. The explanted leads were discarded by the medical facility.